Manufacturer narrative:
(B)(4). It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.